Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an intervention the patient expired. The physician was attempting to open up a coronary chronic total occlusion (cto) in the left anterior descending (lad) artery with the aid of a crossboss catheter. The patient¿s pressure dropped quickly and following the patient expired. The physician noted that there were no complications with the device. The physician noted no perforation or dissection of the coronary lesion occurred. Physician is unsure of the cause of why the patient¿s pressure dropped.